Event description:
During product testing, nine hearstring seals cracked during loading the seals into the delivery tube. There was no pt involvement as the devices were tested in a non-clinical setting.